Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with blood/ tissue.

Event description:
Prior to the implant procedure, the right ventricular (rv) lead helix was unable to be retracted. The event was resolved by replacing the rv lead. The patient was in stable condition.